Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently rapidly depleting. The customer declined to provide further information regarding this issue. There was no known impact to the customer's blood glucose level.